Manufacturer narrative:
The device involved in this event is similar to the arctic front cardiac cryoablation catheter marketed in the us. The product was returned and investigated as follows: visual inspection showed the presence of blood in the catheter. Functional tests were performed: pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial snapping at the coil, located in the area beneath the balloon. However, the balloon integrity was intact with no breach. Items 1 and 2 described above triggered the fail-safe system (system notice message 50006) and stopped the injection. A corrective action was initiated to address this issue.

Event description:
During a cryoablation procedure performed in (B)(6), system notice message 50006 (the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum) was triggered. There was no patient injury.